Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The ntr clip delivery system referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the leaflet damage requiring treatment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The xtr clip delivery system (cds 80824u174) was advanced to the mitral valve. Three grasps were performed to achieve a good mr reduction. During the third grasp, the clip was closed around 60 degrees and a posterior leaflet perforation occurred. The physician proceeded with closing the clip; however, the mr was worse than prior to the grasp. The clip was re-positioned more medial, but the posterior leaflet tore again, affecting nearly the whole central segment of the posterior leaflet. The xtr clip was not implanted, and the cds was removed. An ntr cds was advanced to the mitral valve and the clip was deployed. An additional ntr cds (80906u140) was advanced for treatment of the damaged posterior leaflet. After grasping, a pericardial effusion was observed, causing hypotension. The ntr clip was deployed, reducing the mr to 2-3. The effusion was successfully drained, the blood pressure increased, and the patient was hemodynamically stable. The cause of the effusion could not be determined. Two clips were implanted, reducing mr to 2-3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported tissue damage in this incident appears to be related to patient morphology / pathology and/or user technique/procedural conditions. The reported patient effect of mitral valve injury (tissue damage) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.